Event description:
Reportedly, the valve was explanted due to calcification after a 3 year implant duration. No further information is available at this time.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Evaluation summary: "heavy calcification is detected in the cusp area and the free margin of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Characteristics of dehydrated tissue, stiffness and discoloration, are evident at the free margins. Moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of 6mm. Moderate host tissue fused the free margins of leaflets 1 and 2 at commissure 2 by 2mm. Host tissue is minimal to moderate at the stent inflow and moderate at the stent outflow. The x-ray demonstrates calcification. Returned with the valve sections of what appears to be part of a stentless valve." X-ray. Additional manufacturer narrative: this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.